Manufacturer narrative:
The insulin pump passed the self test. The insulin pump was monitored for several days and no unexpected audio anomaly occurred. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump beeps without an alarm displayed on the screen. Customer stated the beep anomaly occurs in the morning about an hour apart for about 3 hours. Customer stated buttons were not pressed or accidentally pressed. Customer stated the device seems to be working, but it is frustrating when the beeps occur without a reasons. Blood glucose value is 200 mg/dl. Nothing further reported.